Event description:
Philips received a complaint by the customer on the v60, indicating a high blower temp error. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The blower was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00400. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The replaced blower assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech stated that the device met all acceptance criteria defined in the v60 blower assembly noise/temperature failure test report. According to the system specification document, the unit will produce a ¿check vent¿ alarm if the blower temperature exceeds 95c. This is a sensor temperature of 0.736v from the sensor. When this returned blower assembly was tested, the temp sensor before was 1.622v, and the temp sensor after running was 1.538v. Having never gotten down to the 0.736v threshold, it is was concluded that the blower assembly was not running at a high temperature or creating a "check vent" alarm. The results of the test report have been reviewed and approved. The pil tech concluded that further testing of the device was not required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.